Event description:
Customer reported they went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose level of 502 mg/dl, and ketones which were identified as dangerous by healthcare professionals. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue without any permanent damage. Customer was released from the hospital on (B)(6) 2025, and no further assistance was requested for a supplies or system check.